Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Event date is unknown. Procedure performed: unknown. Event description: [translation] valve detaches and falls into patient's abdomen. Patient status: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four sterile units. Visual inspection of the event unit confirmed the complainant¿s experience of seal component fragmentation. The septum, an internal rubber component of the seal, was fragmented. No visual non-conformances were observed on the four sterile units. Based on the condition of the event unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event was initially reported based on the description of the event. However, based on the evaluation of the event unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury as the fragment poses minimal risk to the patient anatomy as it is small, soft, and thin. Correction: updated section h6 device code to 1261.

Event description:
Procedure performed: unknown. Event description: [translation] valve detaches and falls into patient's abdomen. Patient status: patient is ok.